Event description:
It was reported that the customer accidentally delivered 2 boluses while asleep. Customer declined to be transferred to help line and stated that he will speak with his healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.